Manufacturer narrative:
Device evaluation summary: testing of the unit confirmed the report of inaccurate readings of less than 3 cm in aortascan mode. The consistently low readings were due to an open circuit in the scan cable. After the cable was replaced the device passed certification and scanned 3.7 cm on a 3.7 cm aortic phantom.

Event description:
The customer stated that the aortascan displayed < 3 cm on all scans; there was no report of any adverse effect to a pt.